Event description:
The caregiver is questioning the spo2 desat alarm; they claim the monitor did not announce the alarm. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. This was a pediatric patient.